Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock during a salsa dancing party. Device data was forwarded to technical services and it was confirmed that the shock was delivered due to t-wave over-sensing and variable amplitude morphologies. It was recommended to assess the patient in-clinic with provocative maneuvers and diagnostic imaging to evaluate the system integrity. It was stated that that the patient most likely will require an upgrade to an implantable cardiac resynchronization therapy (crt) defibrillator system, but the patient's primary doctor is on maternity leave and this will be reassessed upon her return. The patient was advised to not participate in similar dancing parties to avoid further inappropriate therapy. Recently, the patient received another inappropriate shock in may due to similar variable amplitude morphology and subsequent t-wave over-sensing. It was stated that the patient was scheduled to be evaluated in-clinic. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported. Information has been requested regarding the event resolution, but a response has not yet been received.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock during a salsa dancing party. Device data was forwarded to technical services and it was confirmed that the shock was delivered due to t-wave over-sensing and variable amplitude morphologies. It was recommended to assess the patient in-clinic with provocative maneuvers and diagnostic imaging to evaluate the system integrity. It was stated that the patient most likely will require an upgrade to a implantable cardiac resynchronization therapy (crt) defibrillator system, but the patient's primary doctor is on maternity leave and this will be reassessed upon her return. The patient was advised to not participate in similar dancing parties to avoid further inappropriate therapy. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.